Manufacturer narrative:
The pump powered up properly and no blank display was noted. The pump was received with normal operating currents and passed the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No damage was found on the lcd isolation tape during visual inspection. The pump was monitored and no unexpected battery out limit alarms, audio alarms, blank display, or power cycling occurred during testing. No cosmetic damage was noted during physical inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had the insulin pump for less than 6 months and was changing the batteries every 8-10 hours. Customer stated that the pump keeps dying and losing power. Customer stated that he is getting a blank display after receiving a new battery cap. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.